Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. The medtronic representative reported that after the site reseated the dongle, umbilical and restarted the imaging system they were able to open gantry as expected. Issue resolved and imaging system fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported that 'press m to recalibrate motion' was displayed on the imaging system pendant while setting up the system prior to case. There was no patient present when this issue was identified. Biomed was instructed during troubleshooting, to hold the m button down in order for the system to re-home itself. He had to continue setting up for the case, but stated that he would call back if the issue was not resolved. Biomed called back reporting that he attempted to recalibrate home by holding the m button three times, reseated the dongle, reseated the umbilical, emergency yellow open button and restarted image acquisition system (ias)/mobile view station (mvs) systems twice without resolution. They were able to rotate x-ray tube and gantry but still unable to open the system.